Manufacturer narrative:
(B)(4).

Event description:
Dexcom distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on(B)(6) 2015 the patient experienced unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.